Event description:
During baxter's evaluation of a spectrum pump, it failed to deliver the programmed amount. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate inaccuracy, which was greater than 10% at 999ml/hr. The device investigation found that the upstream valve and downstream valve were both failing which caused the pump to under infuse. The interior door hardware was replaced. Additional information: under infusion, failure to deliver, inaccurate delivery